Event description:
Autoimmune reaction to drug orthovisc which was reported to prescribing physician (B)(6) and the manufacturer without any follow up by either party. MFR reported as dupry. Dose or amount: 3 injections into knee, frequency: once daily. Dates of use: (B)(6) 2013. Diagnosis or reason for use: knee arthritis.